Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specifications due to high readings. Also observed cannula split from tubing.

Event description:
The customer reported via phone call that she has received calibration errors with her sensor. Customer does not recall any significant events leading to the error, but indicated that they have had sensor on for four days. Customer's blood glucose was 147 mg/dl at the time of incident. Troubleshooting was done for calibration and customer indicated that the cannula was bent. Customer was advised to return and replace sensor for analysis.